Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a chronic total occlusion (100% stenosis) with moderate calcification and moderate tortuosity in the mid right superficial femoral artery-popliteal artery, the stent prp35-05-150-120 protege ef could not be deployed inside the body. Upon removal, the delivery sheath was found to be disconnected. The lesion was pre-dilated with a 5-150 device. The procedure was completed by replacing the device with a stent of the same model. No patient complications have been reported as a result of this event. The stent could not be released from the body, so the retraction delivery system pulled the stent out along with it. There was stent struts exposed upon removal.

Manufacturer narrative:
Product analysis the device was returned with the lock pin mechanism loosened and a portion of stent partially exposed, the device was identified from the strain relief as 150mm, approx 15mm of the stent was exposed from the device. The deformation was observed in the partially exposed stent the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod, a 20cc water filled syringe was used to flush the device through both the annual spaces, it was able to flush through both the spaces, an in-house 0.035¿ guidewire was used for guidewire loading check, and it was able to advance through the device, . The stent could not be deployed by advancing the push grips due to the detachment of blue outer sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.